Manufacturer narrative:
Reportable based on the device analysis, which revealed extensive damage to the device beyond the reported kink, including a fracture of the core and coil wire and ptfe coating damage. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically exposed 300-014 gw, short taper device; returned coiled, loose single-bagged within a "zip-lock" style poly biohazard pouch. The specimen presents a fracture of the core wire 1.30cm from the distal tip and distal coil wire 1.37cm from the distal tip and extensive bend/kink damage. The core wire presents indications of ductile, tensile overload. The coil wire presents indications of ductile, tensile overload with tensile loading. The distal coil presents extensive stretch, offset and pinch damage beginning 0.15cm from the distal tip and extending to the proximal coil to core wire solder joint. The distal coil segment distal of the fractures was knotted around the knotted core wire shaft approximately 42.5cm from the proximal aspect of the core wire fracture. The core wire shaft knot involves nearly 7.6cm of the core wire shaft beginning 42.5cm from the proximal aspect of the core wire fracture. The knot damage also presents ptfe coating removal. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, handling and/or procedural factors appear to have impacted on the event as reported. If any further relevant information becomes available, a follow up medwatch report will be submitted.

Event description:
After opticross was inserted and imaging was performed,this opticross was removed from the patient. When the customer reinserted this opticross and attempted to perform imaging,it failed to perform imaging. Lost image was suspected.014 thruway 300cm (lot#10602633) was also used for this procedure,but got kinked. Thruway was exchanged to jupiter fc. Opticross and thruway were collected and will be returned.